Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure micro-inserts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding"), rash papular ("rashes, redness, bumps, itching") with skin irritation and dyspareunia ("painful intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, rash papular and dyspareunia outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and rash papular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: migration of the essure micro-inserts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.